Manufacturer narrative:
A ge service rep performed an on site investigation. The rep replaced the surge suppressor pcb which did not fix the problem. Various performance tests were conducted. It was recommended to replace additional parts. The customer will give repair approval at a later date. The system remained usable in a limited state.

Event description:
The customer reported the system failed to boot up. No report of pt injury.